Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was unable to locate the app icon. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.